Event description:
Journal reference: geissinger g. Neal jh. Spontaneous twiddler's syndrome in a pt with a deep brain stimulator. Surgical neurology 68 (2007) 454-456. The article describes a woman's ipg, used for treatment of a debilitating essential tremor, that spontaneously rotated during the course of normal physical activities. This rotation resulted in the twisting and fracturing of one of the extension leads. The pt reported, pain behind her right ear (twirling of lead wire placed stress on tissue inferior to the connector). The fractured extension lead rendered the stimulation system dysfunctional and the pt experienced recurrent tremors. Surgical replacement of the extension lead and use of a polyester pouch sutured to the surrounding fascia corrected the problem.

Manufacturer narrative:
.